Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the waveform and measurement values were unable to be displayed and a ¿no sensor connected" error was displayed when tested with the returned sedline kit cable. Foreign contaminant found in the returned cable connector resulted in the patient cable not detecting a sensor when connected . A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the sedline provides inaccurate readings. No consequences or impact to patient were reported.